Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient experienced a skin irritation while wearing the lifevest. The skin irritation was described as a burn following a previous treatment. The impedance at the time of the treatment was within normal limits expected. The patient's doctor recommended the patient cover the area and use bacitracin ointment. There is no indication of a device malfunction. Follow up was completed and the skin irritation was improved.